Manufacturer narrative:
Other text: additional information b5, d4 catalog number, d2 product code, h6, h10.this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front left bottom corner, the right plunger case was cracked, and there was visible contamination by the l bracket pole clamp. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was related to normal wear as the pump was over 14 years old. Replaced worm gear. Performed infusion/occlusion test.`

Event description:
Additional information received via email: no patients were reported involved.

Manufacturer narrative:
Other, other text: additional information b5, d4 catalog number, d2 product code, h6, h10 this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front left bottom corner, the right plunger case was cracked, and there was visible contamination by the l bracket pole clamp. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was related to normal wear as the pump was over 14 years old. Replaced worm gear. Performed infusion/occlusion test.

Event description:
Additional information received via email: no patients were reported involved.

Event description:
Information was received regarding a (B)(6) 3500 pump. It was reported that the device had a motor rate error. There was no patient, or clinician injury associated with this event.